Manufacturer narrative:
This report is submitted on nov 14, 2023.

Event description:
Per the surgeon, the patient was a non-user, and the patient preferred the removal of the device. The device was explanted on (B)(6) 2023 and was not re-implanted.